Event description:
It was reported that patient's device was turned on 5 weeks after implant. Patient's seizure frequency increased that first week. Prolonged seizure activity continued the week after. Patient's device was programmed off. Seizure activity was then managed with drug therapy. Device was programmed back on no seizure deterioration was seen. Setting adjustments were made a few weeks later and seizures deteriorated. Settings were then reduced to initial settings and prescription medicine was added.